Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported an unknown side rupture and "concern with the product/procedure." Patient also reported "suffered serious medical conditions," "their womb was removed due to the toxic effects," "device has literally destroyed their entire body," and "they have been bedridden for three years"; these are not device related. Device remains implanted.